Manufacturer narrative:
Findings: unit passed displacement test. However, unit alarmed a33 during basic occlusion test due to slightly loose drive support disk. Unit received with minor scratches on lcd window. Unit received with broken reservoir tube lip. Unit received with cracked battery tube threads. (B)(4).

Event description:
Unit passed displacement test. However, unit alarmed a33 during basic occlusion test due to slightly loose drive support disk. Unit received with minor scratches on lcd window. Unit received with broken reservoir tube lip. Unit received with cracked battery tube threads.